Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error. The pod communicated with the master pdm during the investigation. Data shows an 0x40 alarm was generated which then deactivated the pod. The cause of the reported communication error could not be determined. Investigation of the housing found gaps between the top and bottom housing. Investigation of the fluid path found a leak caused by an inadequate o-ring. Corrosion was observed on the pcb and the middle and bottom battery voltages were lower than expected as a result of the leak. The 0x40 alarm can be attributed to the observed leak and corrosion on the pcb. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 254 mg/dl while wearing the pod between 24 and 36 hours on the abdomen.